Event description:
It was reported that during a stenting procedure in the superior mesenteric artery, the stent came off of the balloon prior to the deployment. The stent was left in place. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.